Manufacturer narrative:
Other, other text: returned samples were received in unused physical condition. During the evaluation of the samples, there were no unusual accuracy testing results nor were there any discrepancies detected in the manufacturing process. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during use of a smiths medical cadd administration set with a pump, it was noted that the required volume was not being delivered. The reporter indicated that it was recorded that a dose had been given and then subtracting the volume of the dose from its reservoir volume. The reporter also indicated that essentially the patient pushes the button, the pump records a dose, but a dose is in fact not delivered while it was used with cadd administration set. It was also reported that after a period of time, the pump alarmed that reservoir volume was 0ml but in inspection, bag was over half full. Subsequently, the patient required extra analgesia. No patient injury was reported no adverse effects were reported.